Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device received a service portal data error, loss of the scope ID information screen gives error message. There was no scope ID info message. There was no patient injury or harm reported. No additional information was provided.